Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2011 including an ipg. It was reported the pt was itching due to a small rash over the ipg site. The pt met with his doctor to discuss the issue. It is unk what went on during the doctor visit. Over time the rash cleared. No medical intervention was required and none is planned.